Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("malposition of essure device (location of device: myometrium of uterus) migration of essure device (location of device- uterus) / failure to occlude (close) fallopian tube(s)"), device expulsion ("malposition of essure device (location of device: myometrium of uterus) migration of essure device (location of device- uterus)/ expulsion of essure device / failure to occlude (close) fallopian tube(s)"), pelvic pain ("pain"), genital haemorrhage ("persistent bleeding") and sinus operation ("sinus procedure") in a female patient who had essure (batch no. 675116/654835) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2, complication of pregnancy, abortion, miscarriage, liver lobectomy in 2000, uterine dilation and curettage in 1981, menstruation irregular, uterine dilation and curettage in 1985, anemia, asthma, clotting disorder, deep vein thrombosis, menstrual irregularity, laparoscopy (molar pregnancy) in 1985, dental operation (wisdom teeth extractions) in 1983, pap smear abnormal, chlamydial infection in 1986, genital warts in 1986 and molar pregnancy. Previously administered products included for birth control: pills contraceptives from 2005 to (B)(6) 2010 and iud - mirena in 2010; for an unreported indication: vibramycin, septra, vioxx and ambien. Past adverse reactions to the above products included hallucination with ambien; urticaria with septra; vaginal haemorrhage with vioxx; and vomiting with vibramycin. Concurrent conditions included non-tobacco user, alcohol use and caffeine consumption. Family history included blood pressure high, mental disorder, osteoporosis, thyroid disorder, uterine disorder, heart disease, unspecified, mitral valve prolapse, heart disease, unspecified, skin cancer and crohn's disease. Concomitant products included nuvaring for birth control as well as fluticasone since 2016 and pantoprazole since (B)(6) 2017. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and weight increased ("weight gain"). In 2016, the patient underwent sinus operation (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), gastrooesophageal reflux disease ("acid reflux"), hypothyroidism ("hypothyroidism") and abdominal pain lower ("lower left abdomen pain"). The patient was treated with hormones and related agents, levothyroxine sodium (synthroid), levothyroxine, thyroid preparations, surgery (hysterectomy on (B)(6) 2017), surgery (salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2017) and surgery (ablation in (B)(6) 2017). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the fibromyalgia had resolved. At the time of the report, the embedded device, device expulsion, sinus operation, dysmenorrhoea, fatigue, gastroesophageal reflux disease, hypothyroidism and abdominal pain lower outcome was unknown and the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dyspareunia and weight increased had resolved. The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, hypothyroidism, menorrhagia, pelvic pain, sinus operation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had remove essure device in (B)(6) 2017. The procedure was bilateral salpingectomy - one coil removed and supracervical hysterectomy (uterus only) - other coil embedded in uterus. She is now thinking her essure devices may be at the root of her issues. Essure lot number: right 654835 / left 675116. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: unilateral occlusion (left tube occluded); on (B)(6) 2010: unilateral occlusion (left tube occluded); on (B)(6) 2016: unilateral occlusion (left tube occluded) pathology test - on (B)(6) 2017: scant benign fragmented weakly proliferative endo ultrasound scan - in (B)(6) 2016: essure devices in the uterine cornua ultrasound scan vagina - on (B)(6) 2010: unilateral occlusion (left tube occluded); on (B)(6) 2010: unilateral occlusion (left tube occluded); on (B)(6) 2016: unilateral occlusion (left tube occluded) on (B)(6) 2010, hysterosalpingogram clinical history: status post placement of essure wires. Technique: a 7 french hsg catheter was inserted into the cervical os without difficulty. Contrast was injected under fluoroscopic guidance. Findings: bilateral essure wires are present. Both fallopian tubes remain patent with spillage of contrast into the peritoneal cavity bilaterally. The endometrial cavity is normal in shape and contour. Impressin: bilateral fallopian tubes remains patent despite presence of bilateral essure devices. On (B)(6) 2016, pelvic and transvaginal ultrasound history: vaginal bleed findings: transabdominal and transvaginal views of the pelvis were obtains. Uterus: the uterus measures 9.0 x 5.4 x 6.0 cm. There is a mass in the posterior fundus. It measures 1.3 x 0.8 x 1.2 cm. It has heterogeneous hypoechoic echotexture. This is consistent with a leiomyoma. It is increased in size compared to the prior exam. The endometrium measures 5 mm thickness. It is normal in appearance. Essure devices are seen in the uterine cornua. Ovaries and adnexa: the right ovary measures 1.9 x 0. 8 x. 1 .7 cm, volume measures 1.3 cc. It is normal in appearance the left ovary measures 2.7 x 1.1 x 1.2 cm. Volume measures 1.8 cc. It is normal in appearance. No adnexal mass is identified. Pelvis: no free fluid in the pelvis is identified. Impression: 1. Normal appearance of the endometrium. 2. Essure devices in the uterine cornua. 3. Leiomyoma on (B)(6) 2017, pathology report gross description: endometrial biopsy, received in formalin, verified as to patient name and consists of an aggregate of tan soft tissue admixed with mucoid material measuring 0.5 x 0.4 x 0.1 cm in aggregate. The specimen is filtered and entirely submitted in one cassette diagnosis: scant benign fragmented weakly proliferative endometrium. No hyperplasia or carcinoma is seen. Hysterectomy total w/da vinci (B)(6) 2017 diagnosis: foreign body in uterus on (B)(6) 2017 pathology report, final diagnosis: uterus uterus, supracervical hysterectomy gross description: uterine weight and dimensions: the uterine corpus is 99 grams and 7 cm from fundus to supracervical amputation site by 5 cm in width by 4.7 cm from anterior to posterior. Definitive orientation of anterior and posterior is indeterminate due to the disrupted nature of the specimen. Uterine serosa: the uterine serosa is tan-pink and smooth. Cervix: the cervix is not present. The supracervical amputation site is tan-brown and cauterized. Endometrial cavity: the endometrial cavity is of indeterminate size and shape due to the fragmented nature of the specimen. Endometrium: the tan-pink smooth and glistening endometrium averages 0.1 cm in thickness and is free of lesions. Myometrium: the trabecular tan-pink myometrium measures up to 2 cm in thickness and displays a single 0.4 cm in greatest dimension well circumscribed intramural nodule on one aspect of the specimen which upon sectioning reveals whorled white cut surfaces with no hemorrhage or necrosis. There are focal areas of possible adenomyosis present (cassette d). There is a 2.5 cm in length by less than 0.1 cm in diameter fine metallic silver wire extending from one cornu, inserted within the myometrium. This stretched coiled device is consistent with the inner and outer coiled portions of an essure device. Due to the disrupted nature of the specimen left and right orientation is grossly unclear with no definitive orientation of the aforementioned coil device. Cassette code: a: en face supracervical amputation site b-d: endomyometrium, full thickness and strips concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, device expulsion, embedded device, vaginal haemorrhage. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr were received. Patient's demographics and relevant history were added. Essure lot numbers (675116, 654835) were added. Essure removal date (2017) was added. Events abnormal bleeding vaginal, menorrhagia, malposition of essure device (location of device: myometrium of uterus) migration of essure device (location of device- uterus), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), expulsion of essure device, fatigue, weight gain, fibromyalgia, acid reflux, hypothyroidism, failure to occlude (close) fallopian tube(s), lower left abdomen pain were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("malposition of essure device (location of device: myometrium of uterus) migration of essure device (location of device- uterus) / failure to occlude (close) fallopian tube(s)"), device expulsion ("malposition of essure device (location of device: myometrium of uterus) migration of essure device (location of device- uterus)/ expulsion of essure device / failure to occlude (close) fallopian tube(s)"), pelvic pain ("pain"), genital haemorrhage ("persistent bleeding") and sinus operation ("sinus procedure") in a female patient who had essure (batch no. 675116/654835) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2, complication of pregnancy, abortion, miscarriage, liver lobectomy in 2000, uterine dilation and curettage in 1981, menstruation irregular, uterine dilation and curettage in 1985, anemia, asthma, clotting disorder, deep vein thrombosis, menstrual irregularity, laparoscopy (molar pregnancy) in 1985, dental operation (wisdom teeth extractions) in 1983, pap smear abnormal, chlamydial infection in 1986, genital warts in 1986 and molar pregnancy. Previously administered products included for birth control: pills contraceptives from 2005 to (B)(6) 2010 and iud - mirena in 2010; for an unreported indication: vibramycin, septra, vioxx and ambien. Past adverse reactions to the above products included hallucination with ambien; urticaria with septra; vaginal haemorrhage with vioxx; and vomiting with vibramycin. Concurrent conditions included non-tobacco user, alcohol use and caffeine consumption. Family history included blood pressure high, mental disorder, osteoporosis, thyroid disorder, uterine disorder, heart disease, unspecified, mitral valve prolapse, heart disease, unspecified, skin cancer and crohn's disease. Concomitant products included nuvaring for birth control as well as fluticasone since 2016 and pantoprazole since (B)(6) 2017. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and weight increased ("weight gain"). In 2016, the patient underwent sinus operation (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), gastrooesophageal reflux disease ("acid reflux"), hypothyroidism ("hypothyroidism") and abdominal pain lower ("lower left abdomen pain"). The patient was treated with hormones and related agents, levothyroxine sodium (synthroid), levothyroxine, thyroid preparations, surgery (hysterectomy on (B)(6) 2017), surgery (salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2017) and surgery (ablation in (B)(6) 2017). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the fibromyalgia had resolved. At the time of the report, the embedded device, device expulsion, sinus operation, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, hypothyroidism and abdominal pain lower outcome was unknown and the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dyspareunia and weight increased had resolved. The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, hypothyroidism, menorrhagia, pelvic pain, sinus operation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had remove essure device in (B)(6) 2017 and (B)(6) 2017. The procedure was bilateral salpingectomy - one coil removed and supracervical hysterectomy (uterus only) - other coil embedded in uterus. She is now thinking her essure devices may be at the root of her issues. Essure lot number: right 654835 / left 675116. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: unilateral occlusion (left tube occluded); on (B)(6) 2010: unilateral occlusion (left tube occluded); on (B)(6) 2016: unilateral occlusion (left tube occluded). Pathology test - on (B)(6) 2017: scant benign fragmented weakly proliferative endo ultrasound scan - in (B)(6) 2016: essure devices in the uterine cornua. Ultrasound scan vagina - on (B)(6) 2010: unilateral occlusion (left tube occluded); on (B)(6) 2010: unilateral occlusion (left tube occluded); on (B)(6) 2016: unilateral occlusion (left tube occluded) on (B)(6) 2010, hysterosalpingogram clinical history: status post placement of essure wires. Technique: a 7 french hsg catheter was inserted into the cervical os without difficulty. Contrast was injected under fluoroscopic guidance. Findings: bilateral essure wires are present. Both fallopian tubes remain patent with spillage of contrast into the peritoneal cavity bilaterally. The endometrial cavity is normal in shape and contour. Impression: bilateral fallopian tubes remains patent despite presence of bilateral essure devices. On (B)(6) 2016, pelvic and transvaginal ultrasound history: vaginal bleed findings: transabdominal and transvaginal views of the pelvis were obtains. Uterus: the uterus measures 9.0 x 5.4 x 6.0 cm. There is a mass in the posterior fundus. It measures 1.3 x 0.8 x 1.2 cm. It has heterogeneous hypoechoic echotexture. This is consistent with a leiomyoma. It is increased in size compared to the prior exam.the endometrium measures 5 mm thickness. It is normal in appearance. Essure devices are seen in the uterine cornua. Ovaries and adnexa: the right ovary measures 1.9 x 0. 8 x. 1 .7 cm, volume measures 1.3 cc. It is normal in appearance the left ovary measures 2.7 x 1.1 x 1.2 cm. Volume measures 1.8 cc. It is normal in appearance. No adnexal mass is identified. Pelvis: no free fluid in the pelvis is identified. Impression: 1. Normal appearance of the endometrium. 2. Essure devices in the uterine cornua. 3. Leiomyoma. On (B)(6) 2017, pathology report gross description: endometrial biopsy, received in formalin, verified as to patient name and consists of an aggregate of tan soft tissue admixed with mucoid material measuring 0.5 x 0.4 x 0.1 cm in aggregate. The specimen is filtered and entirely submitted in one cassette. Diagnosis: scant benign fragmented weakly proliferative endometrium. No hyperplasia or carcinoma is seen. Hysterectomy total w/da vinci (B)(6) 2017 diagnosis: foreign body in uterus. On (B)(6) 2017 pathology report, final diagnosis: uterus uterus, supracervical hysterectomy gross description: uterine weight and dimensions: the uterine corpus is 99 grams and 7 cm from fundus to supracervical amputation site by 5 cm in width by 4.7 cm from anterior to posterior. Definitive orientation of anterior and posterior is indeterminate due to the disrupted nature of the specimen. Uterine serosa: the uterine serosa is tan-pink and smooth. Cervix: the cervix is not present. The supracervical amputation site is tan-brown and cauterized. Endometrial cavity: the endometrial cavity is of indeterminate size and shape due to the fragmented nature of the specimen. Endometrium: the tan-pink smooth and glistening endometrium averages 0.1 cm in thickness and is free of lesions. Myometrium: the trabecular tan-pink myometrium measures up to 2 cm in thickness and displays a single 0.4 cm in greatest dimension well circumscribed intramural nodule on one aspect of the specimen which upon sectioning reveals whorled white cut surfaces with no hemorrhage or necrosis. There are focal areas of possible adenomyosis present (cassette d). There is a 2.5 cm in length by less than 0.1 cm in diameter fine metallic silver wire extending from one cornu, inserted within the myometrium. This stretched coiled device is consistent with the inner and outer coiled portions of an essure device. Due to the disrupted nature of the specimen left and right orientation is grossly unclear with no definitive orientation of the aforementioned coil device. Cassette code: a: en face supracervical amputation site b-d: endomyometrium, full thickness and strips. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, device expulsion, embedded device, vaginal haemorrhage. Lot number: 654835. Manufacture date: 2007/07. Expiration date: 2012/07. Lot number: 675116. Manufacture date: 2009/09. Expiration date: 2012/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('malposition of essure device (location of device: myometrium of uterus) migration of essure device (location of device- uterus) / failure to occlude (close) fallopian tube(s), device expulsion ('malposition of essure device (location of device: myometrium of uterus) migration of essure device (location of device- uterus)/ expulsion of essure device / failure to occlude (close) fallopian tube(s), pelvic pain ('pain'), genital haemorrhage ('persistent bleeding') and sinus operation ('sinus procedure') in a female patient who had essure (batch no. 675116 ,654835) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included liver lobectomy in 2000, chlamydial infection in 1986, genital warts in 1986, uterine dilation and curettage in 1985, laparoscopy (molar pregnancy) in 1985, dental operation (wisdom teeth extractions) in 1983, uterine dilation and curettage in 1981, multigravida, parity 2, complication of pregnancy, abortion, miscarriage, menstruation irregular, anemia, asthma, clotting disorder, deep vein thrombosis, menstrual irregularity, pap smear abnormal and molar pregnancy. Previously administered products included for birth control: pills contraceptives from 2005 to (B)(6) 2010 and iud - mirena in 2010; for an unreported indication: vibramycin, septra, vioxx and ambien. Past adverse reactions to the above products included hallucination with ambien; urticaria with septra; vaginal haemorrhage with vioxx; and vomiting with vibramycin. Concurrent conditions included non-tobacco user, alcohol use and caffeine consumption. Family history included blood pressure high, mental disorder, osteoporosis, thyroid disorder, uterine disorder, heart disease, unspecified, mitral valve prolapse, heart disease, unspecified, skin cancer and crohn's disease. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) for birth control as well as fluticasone since 2016 and pantoprazole since (B)(6) 2017. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea cramping"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In 2016, the patient underwent sinus operation (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), gastrooesophageal reflux disease ("acid reflux"), hypothyroidism ("hypothyroidism"), abdominal pain lower ("lower left abdomen pain"), joint stiffness ("still have ankle, knee and hip stiffness") and palpitations ("heart palpations, had them before and after the coils too"). The patient was treated with diclofenac sodium (anti-inflammatory), hormones and related agents, levothyroxine, levothyroxine sodium (synthroid), thyroid preparations, biopsy and surgery (ablation in (B)(6) 2017, hysterectomy on (B)(6) 2017 and salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2017). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the fibromyalgia had resolved. At the time of the report, the embedded device, device expulsion, sinus operation, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, hypothyroidism, abdominal pain lower and palpitations outcome was unknown, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dyspareunia and weight increased had resolved and the joint stiffness had not resolved. The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, hypothyroidism, joint stiffness, menorrhagia, palpitations, pelvic pain, sinus operation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had remove essure device in 07apr2017 and 22jun2017. The procedure was bilateral salpingectomy - one coil removed and supracervical hysterectomy (uterus only) - other coil embedded in uterus. She is now thinking her essure devices may be at the root of her issues. Essure lot number: right 654835 / left 675116. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: unilateral occlusion (left tube occluded); on (B)(6) 2010: results: unilateral occlusion (left tube occluded); on (B)(6) 2016: results: unilateral occlusion (left tube occluded). Pathology test - on (B)(6) 2017: results: scant benign fragmented weakly proliferative endo. Ultrasound scan - in (B)(6) 2016: results: essure devices in the uterine cornua. Ultrasound scan vagina - on (B)(6) 2010: results: unilateral occlusion (left tube occluded); on (B)(6) 2010: results: unilateral occlusion (left tube occluded); on (B)(6) 2016: results: unilateral occlusion (left tube occluded). On (B)(6) 2010, hysterosalpingogram clinical history: status post placement of essure wires. Technique: a 7 french hsg catheter was inserted into the cervical os without difficulty. Contrast was injected under fluoroscopic guidance. Findings: bilateral essure wires are present. Both fallopian tubes remain patent with spillage of contrast into the peritoneal cavity bilaterally. The endometrial cavity is normal in shape and contour. Impressing: bilateral fallopian tubes remains patent despite presence of bilateral essure devices. On (B)(6) 2016, pelvic and transvaginal ultrasound history: vaginal bleed findings: transabdominal and transvaginal views of the pelvis were obtains. Uterus: the uterus measures 9.0 x 5.4 x 6.0 cm. There is a mass in the posterior fundus. It measures 1.3 x 0.8 x 1.2 cm. It has heterogeneous hypoechoic echotexture. This is consistent with a leiomyoma. It is increased in size compared to the prior exam. The endometrium measures 5 mm thickness. It is normal in appearance. Essure devices are seen in the uterine cornua. Ovaries and adnexa: the right ovary measures 1.9 x 0. 8 x. 1 .7 cm, volume measures 1.3 cc. It is normal in appearance the left ovary measures 2.7 x 1.1 x 1.2 cm. Volume measures 1.8 cc. It is normal in appearance. No adnexal mass is identified. Pelvis: no free fluid in the pelvis is identified. Impression: 1. Normal appearance of the endometrium. 2. Essure devices in the uterine cornua. 3. Leiomyoma. On (B)(6) 2017, pathology report gross description: endometrial biopsy, received in formalin, verified as to patient name and consists of an aggregate of tan soft tissue admixed with mucoid material measuring 0.5 x 0.4 x 0.1 cm in aggregate. The specimen is filtered and entirely submitted in one cassette diagnosis: scant benign fragmented weakly proliferative endometrium. No hyperplasia or carcinoma is seen. Hysterectomy total w/da vinci (B)(6) 2017 diagnosis: foreign body in uterus . On (B)(6) 2017 pathology report, final diagnosis: uterus uterus, supracervical hysterectomy gross description: uterine weight and dimensions: the uterine corpus is 99 grams and 7 cm from fundus to supracervical amputation site by 5 cm in width by 4.7 cm from anterior to posterior. Definitive orientation of anterior and posterior is indeterminate due to the disrupted nature of the specimen. Uterine serosa: the uterine serosa is tan-pink and smooth. Cervix: the cervix is not present. The supracervical amputation site is tan-brown and cauterized. Endometrial cavity: the endometrial cavity is of indeterminate size and shape due to the fragmented nature of the specimen. Endometrium: the tan-pink smooth and glistening endometrium averages 0.1 cm in thickness and is free of lesions. Myometrium: the trabecular tan-pink myometrium measures up to 2 cm in thickness and displays a single 0.4 cm in greatest dimension well circumscribed intramural nodule on one aspect of the specimen which upon sectioning reveals whorled white cut surfaces with no hemorrhage or necrosis. There are focal areas of possible adenomyosis present (cassette d). There is a 2.5 cm in length by less than 0.1 cm in diameter fine metallic silver wire extending from one cornu, inserted within the myometrium. This stretched coiled device is consistent with the inner and outer coiled portions of an essure device. Due to the disrupted nature of the specimen left and right orientation is grossly unclear with no definitive orientation of the aforementioned coil device. Cassette code: a: en face supracervical amputation site b-d: endomyometrium, full thickness and strips . Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, device expulsion, embedded device, vaginal haemorrhage, fatigue. Lot number: 654835 , manufacture date: 2007/07 , & expiration date: 2012/07 . Lot number: 675116, manufacture date: 2009/09, & expiration date: 2012/09. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: palpitations . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-apr-2020: quality-safety evaluation of ptc. On (B)(6) 2020: social media received- new event heart palpations, had them before and after the coils too was added. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('malposition of essure device (location of device: myometrium of uterus) migration of essure device (location of device- uterus) / failure to occlude (close) fallopian tube(s)'), device expulsion ('malposition of essure device (location of device: myometrium of uterus) migration of essure device (location of device- uterus)/ expulsion of essure device / failure to occlude (close) fallopian tube(s)'), pelvic pain ('pain'), genital haemorrhage ('persistent bleeding') and sinus operation ('sinus procedure') in a female patient who had essure (batch no. 675116/654835) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included liver lobectomy in 2000, chlamydial infection in 1986, genital warts in 1986, uterine dilation and curettage in 1985, laparoscopy (molar pregnancy) in 1985, dental operation (wisdom teeth extractions) in 1983, uterine dilation and curettage in 1981, multigravida, parity 2, complication of pregnancy, abortion, miscarriage, menstruation irregular, anemia, asthma, clotting disorder, deep vein thrombosis, menstrual irregularity, pap smear abnormal and molar pregnancy. Previously administered products included for birth control: pills contraceptives from 2005 to (B)(6) 2010 and iud - mirena in 2010; for an unreported indication: vibramycin, septra, vioxx and ambien. Past adverse reactions to the above products included hallucination with ambien; urticaria with septra; vaginal haemorrhage with vioxx; and vomiting with vibramycin. Concurrent conditions included non-tobacco user, alcohol use and caffeine consumption. Family history included blood pressure high, mental disorder, osteoporosis, thyroid disorder, uterine disorder, heart disease, unspecified, mitral valve prolapse, heart disease, unspecified, skin cancer and crohn's disease. Concomitant products included ethinylestradiol; etonogestrel (nuvaring) for birth control as well as fluticasone since 2016 and pantoprazole since (B)(6) 2017. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In 2016, the patient underwent sinus operation (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), gastrooesophageal reflux disease ("acid reflux"), hypothyroidism ("hypothyroidism"), abdominal pain lower ("lower left abdomen pain") and joint stiffness ("still have ankle, knee and hip stiffness"). The patient was treated with diclofenac sodium (anti-inflammatory), hormones and related agents, levothyroxine, levothyroxine sodium (synthroid), thyroid preparations, biopsy and surgery (ablation in (B)(6) 2017, hysterectomy on (B)(6) 2017 and salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2017). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the fibromyalgia had resolved. At the time of the report, the embedded device, device expulsion, sinus operation, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, hypothyroidism and abdominal pain lower outcome was unknown, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dyspareunia and weight increased had resolved and the joint stiffness had not resolved. The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, hypothyroidism, joint stiffness, menorrhagia, pelvic pain, sinus operation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had remove essure device in (B)(6) 2017 and (B)(6) 2017. The procedure was bilateral salpingectomy - one coil removed and supracervical hysterectomy (uterus only) - other coil embedded in uterus. She is now thinking her essure devices may be at the root of her issues. Essure lot number: right 654835 / left 675116. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: unilateral occlusion (left tube occluded); on (B)(6) 2010: results: unilateral occlusion (left tube occluded); on (B)(6) 2016: results: unilateral occlusion (left tube occluded). Pathology test - on (B)(6) 2017: results: scant benign fragmented weakly proliferative endo. Ultrasound scan - in (B)(6) 2016: results: essure devices in the uterine cornua. Ultrasound scan vagina - on (B)(6) 2010: results: unilateral occlusion (left tube occluded); on (B)(6) 2010: results: unilateral occlusion (left tube occluded); on (B)(6) 2016: results: unilateral occlusion (left tube occluded). On (B)(6) 2010, hysterosalpingogram clinical history: status post placement of essure wires. Technique: a 7 french hsg catheter was inserted into the cervical os without difficulty. Contrast was injected under fluoroscopic guidance. Findings: bilateral essure wires are present. Both fallopian tubes remain patent with spillage of contrast into the peritoneal cavity bilaterally. The endometrial cavity is normal in shape and contour. Impressin: bilateral fallopian tubes remains patent despite presence of bilateral essure devices. On (B)(6) 2016, pelvic and transvaginal ultrasound history: vaginal bleed findings: transabdominal and transvaginal views of the pelvis were obtains. Uterus: the uterus measures 9.0 x 5.4 x 6.0 cm. There is a mass in the posterior fundus. It measures 1.3 x 0.8 x 1.2 cm. It has heterogeneous hypoechoic echotexture. This is consistent with a leiomyoma. It is increased in size compared to the prior exam. The endometrium measures 5 mm thickness. It is normal in appearance. Essure devices are seen in the uterine cornua. Ovaries and adnexa: the right ovary measures 1.9 x 0. 8 x. 1 .7 cm, volume measures 1.3 cc. It is normal in appearance the left ovary measures 2.7 x 1.1 x 1.2 cm. Volume measures 1.8 cc. It is normal in appearance. No adnexal mass is identified. Pelvis: no free fluid in the pelvis is identified. Impression: normal appearance of the endometrium; essure devices in the uterine cornua; leiomyoma. On (B)(6) 2017, pathology report gross description: endometrial biopsy, received in formalin, verified as to patient name and consists of an aggregate of tan soft tissue admixed with mucoid material measuring 0.5 x 0.4 x 0.1 cm in aggregate. The specimen is filtered and entirely submitted in one cassette diagnosis: scant benign fragmented weakly proliferative endometrium. No hyperplasia or carcinoma is seen. Hysterectomy total w/da vinci (B)(6) 2017 diagnosis: foreign body in uterus. On (B)(6) 2017 pathology report, final diagnosis: uterus, supracervical hysterectomy gross description: uterine weight and dimensions: the uterine corpus is 99 grams and 7 cm from fundus to supracervical amputation site by 5 cm in width by 4.7 cm from anterior to posterior. Definitive orientation of anterior and posterior is indeterminate due to the disrupted nature of the specimen. Uterine serosa: the uterine serosa is tan-pink and smooth. Cervix: the cervix is not present. The supracervical amputation site is tan-brown and cauterized. Endometrial cavity: the endometrial cavity is of indeterminate size and shape due to the fragmented nature of the specimen. Endometrium: the tan-pink smooth and glistening endometrium averages 0.1 cm in thickness and is free of lesions. Myometrium: the trabecular tan-pink myometrium measures up to 2 cm in thickness and displays a single 0.4 cm in greatest dimension well circumscribed intramural nodule on one aspect of the specimen which upon sectioning reveals whorled white cut surfaces with no hemorrhage or necrosis. There are focal areas of possible adenomyosis present (cassette d). There is a 2.5 cm in length by less than 0.1 cm in diameter fine metallic silver wire extending from one cornu, inserted within the myometrium. This stretched coiled device is consistent with the inner and outer coiled portions of an essure device. Due to the disrupted nature of the specimen left and right orientation is grossly unclear with no definitive orientation of the aforementioned coil device. Cassette code: a: en face supracervical amputation site b-d: endomyometrium, full thickness and strips. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, device expulsion, embedded device, vaginal haemorrhage, fatigue. Lot number: 654835, manufacture date: 2007/07, expiration date: 2012/07. Lot number: 675116, manufacture date: 2009/09, expiration date: 2012/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new events still have ankle, knee and hip stiffness added. New reporters added. Treatment drug added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.